Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The facility tech replaced the flow regulator. The machine was returned to service and parts were not returned to the MFR for evaluation as the parts were discarded.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occured during recirculation and prime (machine set-up), and not during dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the MFR via CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.